Event description:
It was reported that a perforation and pericardial effusion occurred. A left atrial appendage closure procedure was being performed. The physician was performing the transeptal puncture (tsp) with a non-bsc needle and a watchman fxd curve access system (was) via intracardiac echo (ice) imaging. During the tsp attempt, the physician noted that there was a perforation with a pericardial effusion on the posterior side of the appendage. Pericardiocentesis was completed to treat the effusion removing approximately 200cc of fluid. The physician continued the procedure and successfully implanted the 27mm watchman closure device. There were no further patient complications reported. The physician suspected that the perforation and effusion occurred when introducing the wire.